Event description:
It was reported by the affiliate that when (1) pmw35 skin stapler was used during an unknown procedure the staples did not release easily. Case was completed with the same device with no consequence to the pt.